Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/repair the device so the reported issue could not be confirmed.

Event description:
It was reported that the e360 ventilator had blank display. Patient involvement is unknown.